Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the patient could communicate with the implantable neurostimulator using the implantable neurostimulator recharger and she shut off her device with the recharger and had an appointment with her health care provider on (B)(6) 2017. The patient programmer wouldn't communicate with her implantable neurostimulator with or without the antenna. The reason why the patient programmer wouldn't communicate any longer remains unknown. The clinician programmer was used to see if that worked, and it did. The patient needed a new patient programmer because it was broken. A new patient programmer was sent to the patient. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, chronic low back pain, and lumbar radiculopathy. It was reported that there was overstimulation and stimulation in an undesired location. The patient can¿t turn her device off, and it was giving her some ¿really bad stimulation¿ up into her abdomen. The patient was having physical therapy conducted on (B)(6) 2017 when they were on or near the lead area and it felt like ¿lightning going up her left side.¿ it hurt so bad that she jumped off of the table. At the time of the report, troubleshooting was attempted with the patient programmer; however there was poor communication screen seen on the patient programmer. The patient is unable to turn her device off and communicate with the implantable neurostimulator using the patient programmer, with or without the antenna attached. The patient didn¿t have her implantable neurostimulator recharger with her at the time of the report for additional troubleshooting. The patient was going to have the system assessed by her health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.